Event description:
This report summarizes one malfunction. A review of the reported information indicated that model a710962 implanted powerflow port allegedly experienced external leak, unable to infused and aspirated. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.